Manufacturer narrative:
The check of the DHR of the lot # involved (201505795) did not show any pre-existing anomaly on the (B)(4) helix drills manufactured with this lot #. Pms data: a total of (B)(4) breakages were reported on the helix drills v.00 with product codes 9084.20.081 and 9084.20.086 on a total of 1200 v.00 helix drills manufactured with these product codes. Helix drills involved in these complaints were manufactured according to specifications. Breakage of drill bits is a common and expected occurrence in orthopedic surgery since twisting of the bit and torque accidentally applied by the surgeon during drilling can lead to breakage of the drill. In may 2016, after receiving similar complaints, limacorporate decided to modify the technical drawings of the helix drills with product codes 9084.20.081 - 9084.20.086, by increasing the core diameter of the instruments (v.01 helix drills). This product enhancement was introduced in order to increase the helix drills mechanical strength and reduce the risk of occurrence of intra-op breakage. All the breakages of the helix of #9084.20.081-9084.20.086 we are aware of, involved the helix drills in v.00, manufactured before the product enhancement was introduced. Limacorporate will keep monitoring the market to verify the effectiveness of the above corrective action.

Event description:
Intra-operative breakage of a long helix drill 3.5mm (model # 9084.20.086), occurred during a shoulder replacement surgery, when drilling for implantation of the metal back glenoid. Approximate number of usages of the instrument: 20. No reported consequences for the patient. Event happened in (B)(6) on (B)(6) 2017.

Manufacturer narrative:
We will submit a final MDR once the investigation will be completed.

Event description:
Intra-operative breakage of a long helix drill 3.5 mm (model # 9084.20.086), occurred during a shoulder replacement surgery, when drilling for implantation of the metal back glenoid. Approximate number of usages of the instrument: 20. No reported consequences for the patient. Event happened in (B)(6) on (B)(6) 2017.